Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 376 mg/dl. The caller stated that the customer experienced high blood glucose levels for the past couple of days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the caller did not have the tubing clamp for the high pressure test. The tubing clamp was mailed, and advised the caller to call back to conduct the high pressure test.